Event description:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a lasso® nav eco variable catheter & 20 pole eco cable. There was signal interference on body surface (bs) and instracardiac (ic) channels, and the physician did not have intact ECG signal available to monitor the patient. It was reported that there was noise displayed on electrodes 13-14 on the carto 3 system when the catheter was plugged into the patient interface unit. The noise then leaked across all ECG's. The cable was replaced but the issue did not resolve. The eco dongle was replaced and some of the noise cleared. The catheter was replaced, and the issue fully resolved, case continued. The parts are available for return. Based on the initial information available, the event was assessed as not reportable as it was believed the patient's heart rhythm was still visible to the operator. On 28-jul-2022, biosense webster inc (bwi) received additional information indicating signal interference was on both the bs and ic channels and the signal interference (noise) was observed on both carto® and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm, they had to pause several times throughout the case for bs to return to normal. They removed the catheter, and it fixed the problem. Based on the new information received on 28-jul-2022, the event was reassessed to be MDR reportable as a product malfunction since the patient's heart rhythm was not visible to the operator on all electrograms (bs and ic) which can lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
On 1-aug-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been compleed. Visual inspection and cable testing were performed following bwi procedures. Visual analysis revealed corrosion on the connector of the device. Cable testing was performed. The catheter was recognized; however, black electrode was observed on the system due to corrosion on the pins. A manufacturing record evaluation (mre) cannot be conducted because the lot # 35011, provided by the customer, could not be recognized as a valid lot number. The issue reported by the customer was confirmed. Product failure is multifactorial. The instructions for use contain (IFU) the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01974 for product code d134301 (lasso® nav eco variable catheter).

Manufacturer narrative:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a lasso® nav eco variable catheter & 20 pole eco cable. There was signal interference on body surface (bs) and instracardiac (ic) channels, and the physician did not have intact ECG signal available to monitor the patient. It was reported that there was noise displayed on electrodes 13-14 on the carto 3 system when the catheter was plugged into the patient interface unit. The noise then leaked across all ECG's. The cable was replaced but the issue did not resolve. The eco dongle was replaced and some of the noise cleared. The catheter was replaced, and the issue fully resolved, case continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and cable testing were performed following bwi procedures. Visual analysis revealed corrosion on the connector of the device. Cable testing was performed. The catheter was recognized; however, black electrode was observed on the system due to corrosion on the pins. A manufacturing record evaluation could not be performed since the lot number was not provided and could not be confirmed during product evaluation. The issue reported by the customer was confirmed. Product failure is multifactorial. The instructions for use contain (IFU) the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).